Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the reverse locking mechanism was blocked on the compact air drive device. It was further determined that the device failed the following checks during pretest: reverse locking mechanism, air leak, triggers for forward/reverse mode, untrue running, and excessive noise, starting behavior and power with bench test. It was noted on the service order that the reverse trigger is not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.